Event description:
A distributor in china reported via a healthcare facility that the audible alarm of an mr850 respiratory humidifier was not functioning. There were no patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.